Event description:
It was reported that the patient experienced inadequate pain relief despite multiple reprogramming attempts. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december of 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082640 / 7083931.